Event description:
During a total hip arthroplasty, the drill bit broke into two pieces. Both pieces were retrieved from the patient. The physician was aware that this occurred. An x-ray was taken and reported negative for retained pieces of the drill bit in the right hip. The drill bit was removed from the sterile field and given to the materials coordinator.